Manufacturer narrative:
1. DHR/bhr review(lot#3290133): 1)this batch of products were assembled at intima ii auto line 2 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the pinch clamp batches used in this batch of products are 3293245, 3293247, review the raw material inspection records, no abnormalities. 2. No actual samples and photos have been received, and the pinching state of pinch clamp cannot be identified. 3. The retained sample of this batch is taken for the sealing pressure test of the pinch clamp: the sample is subjected to the water pressure (the upper limit is 102kpa) while the pinch clamp is closed, and the catheter tip is not allowed to leak. The sample passes the test. Please see attachment pr#(B)(4) for the test report. 4. It was found in previous tests that when the extension tubing was not centered in the pinch clamp, the pinch clamp could not be fully acted. Please see attachment pr#(B)(4) for the pinching position view. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the defect of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of the failure of the pinch clamp cannot be determined.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc was difficult to clamp / unclamp tubing the following information was provided by the initial reporter: the clip on the indwelling needle was too short to clip closed so that it could not block the return of blood. Replace it again and report the adverse event

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.